Event description:
It was reported via repair work order that the caster mount bolts were stripped. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the caster mount bolts were stripped with no functional affect on the device.

Manufacturer narrative:
It was reported that the caster mount bolts were stripped with no functional affect on the device. The unit was still performing as intended.